Event description:
It was reported that during an attempted implant to tighten the lead into the device header failed. Several attempts to properly secure the setscrew were unsuccessful. The ports were visually inspected and noted the rv port appeared to be too large. The device was replaced.